Event description:
It was reported that patient was experiencing pain 16 weeks post a revision procedure and not recovering fast. Patient wanted to know if there is a certain range of motion she is supposed to experience by now. No further action will be taken as of now.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.